Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction issue was verified while the alleged unexpected shutdown issue was verified in the pump logs; however, no failure was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. Reportedly, customer continued using pump for insulin therapy. Customer¿s blood glucose level was in 200 mg/dl range.